Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the caster plate assembly. Could not duplicate the low ma error, as a proactive measure cleaned and regreased hv cables and performed a filament cal. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the front wheel on the 9800 system was loose. It was also mentioned that during a case, the system displayed a low ma error. The case was completed. There was no report of patient injury.